Manufacturer narrative:
An internal investigation was preformed following the notification of a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p654 test kit (ref. 421912, lot 8041158403). A review of complaints associated with the vitek® 2 ast-p653 lot 8041158403 did not identify a trend for this card lot. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing could be performed. The vitek® 20 ast-p654 lot 8041158403 met final qc release criteria. The lot passed qc performance testing for the cefoxitin screen.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus strain in association with the vitek® 2 ast-p654 test kit (ref. 421912, lot 8041158403). The customer stated the associated oxacillin result was susceptible, modified to resistant by aes (advanced expert system¿). Alternate methods (pcr, (B)(6) and (B)(6) screening agar ) were negative. The customer also stated that of 58 staphylococcus aureus isolates tested this week, nine (9) provided false positive oxsf results. Of the nine (9) claims, testing evidence was provided by the customer for only six (6) of the claims, including this complaint. The other five (5) are being documented in separate complaint records. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.